Event description:
Tampon broke and entered her body- vagina [foreign body in reproductive tract]. Tampon broke [device breakage]. Case description: consumer reported via e-mail that tampon broke. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.